Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed that the glass cap exhibits mild devitrification, and detritus buildup around the slight devitrification area. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The heat shrink tubing is damaged and slightly melted. The fiber is broken from input connector and returned in 2 pieces and has sign of melting and burnt. Based on analysis results a conclusion cause code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure the fiber got burned. There was no courtesy message noted regarding overheating. The doctor just exchanged fiber and continued the procedure and finished it without problems. Patient outcome information was not provided. The fiber was retuned for analysis. Analysis revealed that the fiber was broken from input connector.